Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite investigation was preformed and the field system engineer was able to replicate the reported event due to a failed uninterruptible power supply (ups). Replacement of the ups resolved the problem. No further issues were reported. Analysis of the returned ups confirmed an electrical failure as it did not pass preformed testing and did not hold charge after being charged for approximately 6 hours. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the mobile view station (mvs) was not holding a charge and was displaying a low battery warning on the screen immediately after being unplugged. There was no patient present when this issue was identified.